Manufacturer narrative:
Device eval summary: all of the equipment was fully functional. It was refurbished, retested and restocked. The device detected four arrhythmias on the date of the pt's death. ECG recording showed significant artifact on both channels, which may have been due to CPR in the ambulance. During arrhythmia detections, the response buttons were pressed to delay a potential treatment. No treatable arrhythmias were detected while the device was monitoring. Device manufacture date: monitor: 10/01/2010. Electrode belt: 10/01/2010.

Event description:
Zoll lifecor customer support contacted the niece of a (B)(6) old female pt in regards to the pt's death, as reported by a territory mgr. The pt's niece reports that the pt was wearing the lifevest at the time of death. The pt called the ambulance around 1:50 am, and later expired in the ambulance.